Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent posterior spinal surgical procedure at l5-s1. It was reported that approximately 4 years post-op it was found that the screw was broken it at s1. The patient underwent a revision surgery to remove and replace the broken screw. No additional patient complications were reported.